Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced muscle stimulation during pacing. Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture. A fluoroscopy image was taken which indicated that the rv lead had perforated the cardiac wall. A revision procedure was performed due to concern over cardiac tamponade and the rv lead was surgically abandoned. No additional adverse patient effects were reported.